Manufacturer narrative:
Returned device was received in worn physical condition. The right plunger case was cracked and the top case was counterfeit. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to replicate the reported issue. No fault was found with the system. The speaker and interconnect board were replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump is constantly alarming. There were no reported adverse events.